Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11294r40, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 it was reported that the patient was doing ok.

Event description:
The patient lost a lot of weight so their physician wanted to move the pump from the hip to the abdomen on the opposite side of the body. There was no therapy problem. It was red over the pump, but there was no infection. The revision was performed on the date of the report, and the patient was to remain in the hospital for two days. The medication infused was dilaudid.